Event description:
Chronic pain + illness, epstein barr, fatigue, breathing problems, anxiety. Left implant started became hard, misshapen and painful about a year ago. Poor health has continued up until 5 weeks ago when I explanted and found I had a ruptured implant. FDA safety report ID # (B)(4).